Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patients' scs ipg has been depleted for over two years due to failure to recharge as recommended by the manufacturer. As a result, surgical intervention was undertaken during which time the ipg was explanted and replaced which resolved the issue.